Manufacturer narrative:
When the investigation has been completed philips will inform the FDA. (B)(4).

Event description:
A customer reported that there has been an electrical accident with a mobile philips endura x-ray device in which a user suffered an electric shock when plugging in a 230 v-power plug into the socket. The cause was with some certainty moisture, which entered the enlarged cable entry and the plug during cleaning and caused a conductive connection when later using it.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: connectors are (B)(4) certified which means water splashing against the connector from any direction shall have no harmful effects as long as connector rubber sleeve is intact. If connector rubber sleeve is damaged, then at least (B)(4)% of rubber sleeve (arrows in below pic) should be damaged to make internal connections accessible. As confirmed by fse (field service engineer), at hospital mains connector¿s rubber sleeve was expanded at the farthest end. No contacts are accessible in this condition. As confirmed from field before the incident, system was cleaned. Due to cleaning moisture remained at expanded connector rubber sleeve. This resulted into conductive path for current to flow. The issue has been investigated based on information received from the field service engineer (fse). It was concluded that the cause of the failure is that rubber sleeve was broken and because of this, the moisture went inside when cleaning the monitor cart in the 230 v plug. As per our instructions for use ((B)(4)chapter 7) a scheduled planned maintenance check will happen yearly to check the mains cable. It was found in sap service history that this planned maintenance check has been done on (B)(4) 2015 under swo: (B)(4). The issue of defective 230v power plug socket was not reported. In addition, the following is stated in the instructions for use ((B)(4), chapter 7) ¿ ¿it is advised to unplug the system before cleaning, disinfecting or sterilizing from the power supply to avoid electric shock¿ and ¿never allow water or other liquids to enter the equipment, since these may cause electrical short circuits or metal corrosion¿. It has been concluded that the incident occurred due to a user error: connector had the rubber sleeve expanded but this was not reported by the customer before the incident happened system was cleaned with liquid and connector remained wet. Due to opening in connector rubber sleeve liquid entered inside which resulted in a conductive path. Operator did not allow moisture to go off. When operator tried to plug in same wet connector in the socket, he experienced the shock. The customer (who has raised this complaint) was notified and he confirmed this as a use error and closed the issue from his end.